Event description:
A malfunction on the pump was reported, with malfunction code malf 9 being displayed. There was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the reset. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues reoccurred. The caller acknowledged and understood these instructions.